Manufacturer narrative:
Follow-up #1 date of submission 10/26/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) /2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a shortened battery life issue. Two battery compartment cracks were observed. Moisture was observed within the battery compartment; leak testing revealed battery compartment leaks. The pump successfully performed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a battery life issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.